Event description:
Plantiff alleges suffering from a latex related illnes and injury and sustained the following injuries, respiratory problems, anaphylactic reaction, related mental and emotional distress and will suffer substantial loss of earings and earning capacity. Plantiff's husband, alleges loss of consortium of his wife.